Manufacturer narrative:
Additional information was added: the lot was manufactured from may 28, 2019 - may 30, 2019. The device was received with an arrow marked by the customer pointing at the fill port weld at the bottom of the bag. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak from the right side weld of the fill port. The reported condition was verified. The actual cause of the condition could not be determined, however, the most likely cause of the fill port weld issue was a variation in the manufacturing equipment weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5093516. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was not properly sealed. It was further reported that issue resulted in a leak. This issue was noted after compounding, prior to patient use. There was no patient involvement. No additional information is available.